Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: did not pass bio med all sparked whrn plugged in the root cause is the rf board. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.